Event description:
It was reported that during an endoscopy urology surgery, the electrode broke into pieces leaving some of its parts inside the prostate. Allegedly the surgeon was able to remove these pieces. It was further reported that subsequently, the item warmed up causing burns near the tip of the scope and on the ceramic tip of the resectoscope.

Manufacturer narrative:
Additional info will be provided once investigation is complete.